Event description:
The reporter indicated that the cord of his programming wand was kinked and that he could not get it to work unless he "held it together". The reporter also stated that he kept the wand cord "wrapped up and kinked" for a long period of time, and when he "finally" tried to straighten it out, it wouldn't work. The product will not be returned for analysis, as the reporter indicated that the wand had been discarded.